Manufacturer narrative:
Technician found the unit in basement. Performed pm: symptom: casters no longer hold. Resolution: replaced 3 brake casters and 1 brake steer to resolve this issue.

Event description:
Complaint alleged that the casters no longer hold. No injury reported.